Event description:
On (B)(6) 2009, pt reported she noticed that a large air bubble had formed in the insulin cartridge today after changing to a new insulin cartridge on (B)(6) 2009. She stated she disconnected the infusion tubing from her infusion site and successfully primed the air bubble out of the insulin cartridge. Pt reported she reconnected the infusion tubing to her infusion site and placed the infusion device in run mode. During troubleshooting pt stated that she disconnected and reconnected the infusion tubing to the insulin cartridge while it was still in the infusion device. Recommended replacing the infusion adapter if it had been more than 10 insulin cartridge changes ago since her last adapter change. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the suspect product.